Manufacturer narrative:
Evaluation results: two bovina tracheostomy tubes were returned for investigation without their original packaging inside a ziploc bag. The samples were received in used condition with their certificates of decontamination included. Visual inspection was performed at 12 inches under normal lighting to inspect for any damages on the cuffs. No discrepancies were found. The units were then inflated with 5 cc of air to look for any inflation problems. The cuffs did not inflate in a uniform fashion. The cuffs were then manipulated according to the instructions for use. The cuffs inflated uniformly after this was done. The cuffs were subsequently inflated and deflated four more times. The cuffs inflated uniformly in each of the trials. No root cause was established because the customer complaint could not be replicated.

Manufacturer narrative:
Related to MFR (same patient had two devices with same issue): 3012307300-2019-04993.

Event description:
During a routine tracheostomy (trach) change for a patient, it was reported that a smiths medical portex bivona flextend straight pediatric tracheostomy tube balloon would not inflate. The patient's mother attempted to do the change with another back up trach, but also had the same issue. There were no adverse patient effects.